Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy tracer metro direct wire guide. During the procedure the wire guide coating separated from the inner wire at the tip of the device. The wire guide was removed from the endoscope and another wire guide was used to complete the procedure. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurence. The patient did not experience any adverse effects due to this observation. The user facility indicated the same observation was made on 4 additional occasions (devices 2, 3, 4, and 5). The observations and outcomes are identical to device 1. For suspect medical info on devices 2, 3, 4, and 5, see report numbers 1037905-2007-00128, 1037905-2007-00129, 1037905-2007-00130, and 1037905-2007-00131. Evaluation: we were unable to confirm the report as it was described because the affected devices were not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from the affected lot(s) because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type occurrence is rare. Conclusions: we were unable to conduct a full investigation because the devices were not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use for the wire guide describe the appropriate flushing techniques. These include the following directives: flush the wire guide holder prior to removal of the wire guide, flush the wire guide lumen of the accessory device prior to inserting wire guide, flush the wire guide lumen as needed during the procedure to keep the wire gude wet, and before each introduction of the wire guide into a device, wet the wire guide in a sterile water or saline bath. For best results, the wire guide should be kept wet. These activities will ensure proper wire guide performance. If these flushing techniques are not followed, this can contribute to separation of the wire guide coating, as reported. We can report that resistance in transversing a difficult stricture could have contributed to this observation. If the wire guide receives excessive pressure in response to resistance, perhaps due to anatomy of the patient, this can contribute to wire guide coating separation. Prior to distribution all tracer metro direct wire guides are subjected to a visual inspection prior to distribution. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.